Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the returned PICC caused or contributed to the reported leak was unconfirmed as the reported event could not be replicated with the physical sample. One 3fr s/l groshong PICC was returned for investigation. The stylet had been removed and the two-piece connector was attached to the catheter. A suture wing was positioned over the 29cm and 30cm depth mark. No sutures were attached to the suture wing. The catheter extended 24cm from the distal end of the strain relief oversleeve. The 3fr tubing extended 28.7cm from the distal end of the suture wing. A functional test revealed that the catheter was patent to infusion. Pressurizing the catheter revealed no leaks in any part of the returned sample. The exact cause of the reported event was unknown; however, since no leaks, damage, or defects were observed on the returned sample, the complaint was unconfirmed. A lot history review (lhr) of rebs2742 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was found at the insertion/puncture site. It was reported that when the catheter was pulled out about 6-7cm and leakage was noted on the catheter. The device was removed and replaced. No patient injury reported.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebs2742 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was found at the insertion/puncture site. It was reported that when the catheter was pulled out about 6-7 cm and leakage was noted on the catheter. The device was removed and replaced. No patient injury reported.